Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in the same month as the onset, the patient was hospitalized for event. One day after the onset, the patient began treatment with piperacillin tazobactam (4.5 gram, frequency and route not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.